Manufacturer narrative:
Intuitive surgical inc. Has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. Isi has received a photograph of the distal end of the instrument; however, on review of the image we have inconclusive evidence of the missing fragment. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument allegedly broke off and fell inside the patient. Furthermore, at this time the location of the broken instrument fragment is unknown and it is unclear if the missing fragment was retained inside the patient.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy procedure, an orange plastic piece of the permanent cautery hook instrument popped off from the instrument and the fragment fell inside the patient and was unrecovered. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the (B)(6) from the site and gathered the following information regarding the reported event: when the permanent cautery hook instrument was pulled out to switch instruments, the surgeon saw a small fragment of the permanent cautery hook popped off from the instrument and believes it fell inside the patient. The surgeon tried to secure the fragment with another instrument; however, was unable to do so. The (B)(6) confirmed that the surgical staff inspected the instruments prior to the start of the surgical procedure. There were no post-operative tests (i.e. X-ray, ultra sound) performed to either retrieve or search for the fragment; however the surgical procedure was converted to an open procedure. The coordinator confirmed that the conversion to open surgery was secondary to anatomical reasons and was unrelated to the reported instrument issue. The (B)(6) explained that the patient had undergone radiation treatment a few weeks earlier and as a result the da vinci surgical procedure was difficult and complicated. It was confirmed that the tip of the instrument was not straightened before trying to remove the instrument from the patient. The nurse stated that there was no video recording of the procedure. In addition, no patient harm or post-op complications have been reported. The site was unsure if the missing instrument fragment was retained by the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint a piece of the permanent cautery hook fell into the patient and was never recovered. The instrument's yaw pulley was found to be missing a 081 x .051 piece, and the boss feature was broken off. The known common cause of this failure is user mishandling/misuse. This complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument was found to be missing. However,it is still unknown if the missing fragment actually fell inside the patient. It is also unknown if the missing fragment was retained inside the patient. There is no indication that a reportable malfunction of the instrument occurred since the instrument damage can be attributed to user mishandling/misuse.